Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that during an attempt to allow fluid to drain from the catheter balloon none came out, a syringe was used to withdraw 5cc. Catheter was gently tugged, but resistance was met. After approximately 40 minutes the catheter was able to be removed. A small ridge was noted at the bottom of the balloon.